Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this product performed as described in the field action. Concomitant products: ddbb1d1 ICD: implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, no capture, possible fracture, high impedance, oversensing, high sensing integrity counter (sic), and noise. The lead was reprogrammed. Two days later, it was reported that the rv lead had a confirmed fracture. It was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.